Event description:
It is broken catheter cannot be pushed. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: it is broken catheter cannot be pushed. What is the next course of action?: they need a new victory 14 patient present at time of event?: yes patient complications: no patient complications reason for unsuccessful procedure: it is broken catheter cannot be pushed. Based on the outcome noted above, was the patient sedated when the procedure was canceled?: yes - local anesthesia device acquired from a distributor?: no.

Manufacturer narrative:
Complaint investigation report is attached to this report.

Event description:
The broken catheter cannot be pushed. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? What is the next course of action? Did they need a new victory 14 patient present at time of event?: yes. Patient complications: no patient complications. Reason for unsuccessful procedure: the broken catheter cannot be pushed. Based on the outcome noted above, was the patient sedated when the procedure was canceled?:yes. Local anesthesia device acquired from a distributor?:no.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.